Event description:
Event description guidant received information that this pacemaker was implanted in january 1999. At the patient's last follow up visit in may 2005, the battery gas gauge showed 20% remaining and a magnet rate of 100 ppm. The next follow-up visit was scheduled for november 2005. However, in october 2005, the patient experiencd a syncopal episode and was admitted to the hospital. Device interrogation revealed a battery status of end of life (eol)that had been tripped on october 3rd. The device was appropriately pacing in vvi mode, 50 ppm. This pacemaker is included within a subset of devices affected by a recent physician notification regarding the hermetic sealing component in the device header. The device was explanted and will be returned for laboratory analysis.